Event description:
The customer reported that the camera orientation was not working properly.

Manufacturer narrative:
The ge svc rep tried to recalibrate the camera stops and reflash nodes and discovered the system had a bad fluoro function pcb. He replaced the fluoro functions pcb and recalibrated the camera stops. System was restored to normal operations and is operating as intended.